Event description:
It was reported that during preparation of a stenting treatment procedure, stent dislodgment occurred. The promus element stent fell off its balloon delivery system as it was taken out of its protective coil. No patient complications were reported and the device was not used during the procedure. The procedure was completed with another of the same devices.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).